Event description:
It was reported that the right ventricular (rv) lead exhibited post bi-ventricular (bi-v) t-wave oversensing (twos). The rv lead was reprogrammed. It was also reported that right atrial (ra) lead undersensing was noted on current electrograms (egm). The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpa2qq crt-d implanted: (B)(6) 2024   medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) was already in vvir when the patient came in for clinic. The ra lead had been previously reprogrammed. They only had their rv lead being used due to being in chronic atrial fibrillation (af). The rv lead was only assessed because of the programmed mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.